Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 12mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a critical alarm was reported and confirmed by telemetry. It was reported that a low battery reset occurred and safe state occurred. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Adverse event, outcome attributed to adverse event, and type of reportable event have all been updated to reflect the reported explant. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an unknown source. The pump was explanted and returned to the manufacturer. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned and analysis identified a high battery resistance. If information is provided in the future, a supplemental report will be issued.